Event description:
The physician reported that during the implant procedure relative to the subject ICD, the associated df-1 insulation plug could not be fully inserted into the channel and thus not connected. The physician tried several times with fingers and with clamps without success. The plug from another ICD was utilized instead. Furthermore, it was reported that the physician incurred difficulties when inserting the screwdriver in the socket of the is-1 channel. Different screwdrivers were utilized and it was not properly inserted and did not properly tighten the set-screw. Finally, the screwdriver was inserted correctly and the screw tightened. The subject ICD was subsequently implanted.

Event description:
The physician reported that during the implant procedure relative to the subject ICD, the associated df-1 insulation plug could not be fully inserted into the channel and thus not connected. The physician tried several times with fingers and with clamps without success. The plug from another ICD was utilized instead. Furthermore, it was reported that the physician incurred difficulties when inserting the screwdriver in the socket of the is-1 channel. Different screwdrivers were utilized and it was not properly inserted and did not properly tighten the set-screw. Finally, the screwdriver was inserted correctly and the screw tightened. The subject ICD was subsequently implanted.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym models approved under p980049.